Event description:
New information received indicated the patient had presented again to the emergency room for an alert. The implantable cardioverter defibrillator and right ventricular lead were still sensing noise. Programming changes were completed to address the issue. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25338. It was reported the asymptomatic patient presented to the emergency room due to a vibration alert. Upon interrogation, it was observed the implantable cardioverter defibrillator was oversensing noise on the right ventricular lead. No programming changes were completed to address this issue. The patient was stable.